Event description:
The customer observed falsely depressed architect ivancomycin results for a 77 year old female patient with renal function; peritoneal dialysis history. The following data was provided: 1000 mg of vancomycin administered 3 days later vancomycin = 11.41 ug/ml 500 mg of vancomycin administered next day vancomycin = 10.43 ug/ml peritoneal dialysis patients have delayed excretion, the blood concentration was estimated, in this case, to be around 15 to 20 ug/ml, but was considerably lower. Reference lab results: reproducibility test results for both samples were similar to the results obtained at the customer¿s facility. No influence of interfering substances contained in the samples was confirmed for both samples. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Control testing was performed on retained file kits of architect ivancomycin reagent lot 03122d000(sister lot to lot 03022d000). The testing meets all validity and acceptance criteria, which indicates acceptable product performance. Based on the investigation, no deficiency for lot number 03022d000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect ivancomycin results for a 77 year old female patient with renal function; peritoneal dialysis history. The following data was provided: 1000 mg of vancomycin administered 3 days later vancomycin = 11.41 ug/ml. 500 mg of vancomycin administered next day vancomycin = 10.43 ug/ml. Peritoneal dialysis patients have delayed excretion, the blood concentration was estimated, in this case, to be around 15 to 20 ug/ml, but was considerably lower. No impact to patient management was reported.